Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient went to the emergency room after a lead integrity alert (lia) triggered due to nonphysiologic oversensing and a high number of sensing integrity counter (sic). In addition, noise was exhibited with both right atrial (ra) and right ventricular (rv) leads. The clinician suspected that lead cross-talk occurred. It was further noted that the patient is very physically active and participates in rollerblading derbies. Reprogramming was done to increase the ra and rv lead limits for alerts. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the right ventricular lead integrity alert, sensing integrity counts (sics) went up to 5402 (within 152 days). (B)(4).

Event description:
It was additionally reported that the rv lead alerted for measured low impedance for the rv tip to rv coil vector. Electrograms showed deflections on both the atrial and ventricular channels which did not appear to be physiologic. It was further reported that the right ventricular (rv) lead had t-wave oversensing (twos). It is suspected that an insulation breech due to a clavicular crush on the ra and rv lead could be possible. The lead remains in use but the patient was referred to an electrophysiologist for a possible extraction and replacement. No patient complications have been reported as a result of this event.